Event description:
The end user's foot became caught in the mechanism of the front wheel. She fell and suffered a laceration of her leg.

Manufacturer narrative:
The end user was sitting on the seat of the rollator. When she stood up. She caught her leg in the brake assembly and fell forward. The brake cable was reported to be crimped and sharp and she sustained a leg laceration. The laceration was repaired with approximately 10 sutures. The sutures have since been removed. The end user has been using this device for three years. No maintenance has been performed on the device during that time. The husband acknowledged receiving the owner's manual. The sample has not been returned for evaluation. No lot number or photos were provided. We have no information suggesting the device did not perform as intended. We have not confirmed this was a medline device but due to the reported injury, and in an abundance of caution, this medwatch is being filed.